Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 300 mg/dl. Caller stated that the customer fell from a tree and landed on the insulin pump and broke it. Caller stated that she is unable to read the display window, because there is a black blob on the careen. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with crack and bleeding display window. Unable to perform rewind, basic occlusion, occlusion, prim, excessive no delivery alarm, and displacement test due to the physical damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.